Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2017 and within seconds the patient heard rate slowed to 20. The anesthetist administered atropine and the patient's heart rate returned to normal. The physician resumed the ablation and the patient immediately went asystole. More atropine was administered and the patient stabilized. The physician reported it to be a vasovagal response. The patient is "safe and fine".